Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement. The lead also exhibited arbitrary pacing signals, and the lead's sensing, impedance and thresholds changed. The dislodgement was confirmed via x-ray. This lead remains in service. No additional adverse patient effects.